Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Analysis of the device memory indicated a lead warning alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). Thirty seven non-sustained episodes and 10 ventricular fibrillation (vf) episodes of less than 220 milliseconds (ms) v-v cycle are recorded between (B)(6) 2012. The 4872 v-sic occur since (B)(6) 2012. Max rv pace impedance rises from an approx. Baseline of 625 ohm to greater than 16000 ohm the week ending (B)(6) 2013. Rv pace lead alert occurred on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the fractured right ventricular lead. The lead had varying impedance and a high sensing integrity count (sic). The lead was capped and replaced. No further patient complications have been reported as a result of this event.